Event description:
On 7/10/2002, it was reported to arthrocare corporation that a patient sustained a 2nd degree burn following a lateral release using a turbo vac 90 arthrowand. It was reported that as of 7/9/2002 the patient was healing well though some blistering still remained. It was reported that the patient was prescribed oral antibiotics as a preventative measure against infection.